Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the arm. On (B)(6) 2024, the patient was feeling lethargic, was not eating nor acting her normal self. Around 4 pm, the cgm was reading 45 mg/dl and there was no bg reading taken. 2 hours after (around 6 pm), the patient was feeling dizzy, and the cgm was high and they didn´t took a bg reading. The spouse called 911. Emergency medical technicians arrived at 7 pm and they took a bg reading which was 1100 mg/dl. They took the patient directly to the hospital and there the patient was treated with IV insulin. The patient stabilized and was doing better but still feeling groggy. At the time of the report, the patient was still under observation and was discharge yet. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.